Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 22-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('the pain felt by the patient is of a gynecological nature') in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (one boy born on (B)(6) 1997 and one girl born on (B)(6) 2003), eye laser surgery, appendectomy and cholecystectomy (laparotomy cholecystectomy for a bile duct stone). No allergies. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("possible intolerance to her implants, such as abdominal pain"), dysmenorrhoea ("recorrent intense dysmenorrhea (pain occurring during menstruation)"), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device"), fatigue ("constant worsening fatigue, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type"), arthralgia ("joint pain, arthralgias were not present before") and amnesia ("memory loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (pain felt during sexual intercourse)"), endometriosis ("small left ovarian endometrioma"), headache ("headaches that were not known before") and menstruation irregular ("irregular periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia, amnesia and endometriosis had not resolved and the dyspareunia, headache and menstruation irregular outcome was unknown. The reporter provided no causality assessment for amnesia and pelvic pain with essure. The reporter considered abdominal pain, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache and menstruation irregular to be related to essure. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2021: the biological analysis results revealed that the level of tin in blood was abnormal. 0.89yg/l (n>0.6yg/l). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: narrative was amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("intense dysmenorrhea"), adenomyosis ("adenomyosis diagnosed linked to medical devices"), fatigue ("constant worsening fatigue"), arthralgia ("joint pain") and amnesia ("memory loss"). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia and amnesia had not resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, arthralgia, dysmenorrhoea, fatigue and pelvic pain with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 22-mar-2021. The most recent information was received on 14-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the pain felt by the patient is of a gynecological nature") in a 48 year-old female patient who had essure inserted (lot no. A78088) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bite wound (right finger bite injury to flexor sheath) in 2015, cholecystectomy (laparotomy for bile duct stone) in 1998, appendectomy (simple recovery) in 1982 and oocyte donation (after stimulation), renal colic, polymenorrhagia (requested sterilization), elective abortion (1, with mifegyne and cytotec), multi gravida (3), paracentesis (1980, 1981), tonsillitis, nonsmoker, eye laser surgery and parity 2 (boy on (B)(6) 1997, girl born on (B)(6) 2003). No allergies. No arthralgia or helmet headaches in the past. First menstrual cycle at 13 years old with 20-30-day cycles. Oral contraception age 16 years. Previously administered products included: adepal, miniphase, mercilon, copper iud, spotof, tardyferon and leeloo. The patient had a family history of breast cancer (pmh of breast cancer in family (mother, aunts)), uterine cancer (mother), colon cancer (mother), hemochromatosis (father), type 2 diabetes mellitus (father) and type 1 diabetes mellitus (nephew). As concurrent condition the report mentioned uterine anteflexion (normal volume). Concomitant products included fluvermal (flubendazole) since (B)(6) 2021, zymad (colecalciferol) since (B)(6) 2021, ibuprofen since (B)(6) 2021 with 2 previous dosage regimens between and (B)(6) 2020, doliprane (paracetamol) since (B)(6) 2021 with a previous dosage regimen since (B)(6) 2020, paracetamol since (B)(6) 2019, leeloo (ethinylestradiol;levonorgestrel) since (B)(6) 2013, spasfon [phloroglucinol] since (B)(6) 2013, profenid (ketoprofen) since (B)(6) 2013 and pantoprazole. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain ("possible intolerance to her implants, such as abdominal pain"), dysmenorrhoea ("recorrent intense disabling dysmenorrhea (pain occurring during menstruation) aggravated with time"), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device"), fatigue ("constant worsening fatigue, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type, deep weariness"), arthralgia ("joint pain, in left shoulder, both wrists, both big toes/ diffuse arthralgia") and amnesia ("memory loss"). Essure was removed on (B)(6) 2022. An unknown time later she experienced dyspareunia ("dyspareunia (pain felt during sexual intercourse) aggravated with time"), endometriosis ("small left ovarian endometrioma"), headache ("helmet headaches"), menstruation irregular ("irregular periods"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("heavy menses, menorrhagia"), vulvovaginal pain ("vaginal pain"), bartholin's cyst ("small centimetric cyst in left bartholin gland"), abdominal discomfort ("heaviness"), pollakiuria ("pollakiuria"), asthenia ("asthenia"), anxiety ("anxiety"), tendonitis ("tendinitis in right wrist"), muscular back pain ("muscular pains in right trapezius muscle"), visual acuity reduced ("diminished visual acuity"), dry eye ("dry eye syndrome"), rash ("cutaneous rash at arms and hands"), aphasia ("trouble finding words, difficulties with organizing interchanging words"), irritability ("personality changes (more irritable)"), depression ("depression / depressive state"), lumbar pain ("lumbar pain") and memory impairment ("memory problems") and was found to have uterine leiomyoma ("a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus"). The patient was hospitalised from (B)(6) 2022 to (B)(6) 2022. The patient was treated with contramal (tramadol hydrochloride) as well as surgery (essure removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2022). At the time of the report, the uterine leiomyoma had resolved and the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia, amnesia and endometriosis had not resolved. The outcomes for dyspareunia, headache, menstruation irregular, intermenstrual bleeding, heavy menstrual bleeding, vulvovaginal pain, bartholin's cyst, abdominal discomfort, pollakiuria, asthenia, anxiety, tendonitis, muscular back pain, visual acuity reduced, dry eye, rash, aphasia, irritability, depression, lumbar pain and memory impairment were unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, anxiety, aphasia, arthralgia, asthenia, muscular back pain, lumbar pain, bartholin's cyst, depression, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, irritability, memory impairment, menstruation irregular, pelvic pain, pollakiuria, rash, tendonitis, uterine leiomyoma, visual acuity reduced and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to amnesia. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Date of the medical expertise: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: for control of the essure coils. Both essure coils visualized [blood test] on (B)(6) 2021: biological analysis: - level of tin in blood abnormal: 0.89yg/l (n>0.6yg/l) - chromium <0.50 mcg/l (n <1.26 mcg/l) -nickel 0.7 mcg/l (<1.3 mcg/l) [magnetic resonance imaging abdominal] on (B)(6) 2019: presence of features suggesting adenomyosis. No uterine fibroma and no sign of endometriosis; on (B)(6) 2020: significant diffuse adenomyosis lesions at junction zone with sub endometrial cystic images. The lesions marked at left uterine horn in contact with essure insert. A small centimetric endometrioma found in the left ovary. A small centimetric cyst was present in the left bartholin gland. No deep endometriosis detected [mammogram] on (B)(6) 2019: acr2 type lesion [neurological examination] on (B)(6) 2021: generally satisfactory despite that patient presented significant asthenia seen as deep weariness which is responsible for a significant anxiety [pathology test] on (B)(6) 2022: removed uterus: disclosed adenomyosis [smear test] on (B)(6) 2015: no inflammation, no sign of malignancy; on (B)(6) 2019: no inflammation, no sign of malignancy [specialist consultation] on (B)(6) 2019: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on (B)(6) 2020: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on (B)(6) 2020: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on (B)(6) 2021: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state [ultrasound pelvis] on (B)(6) 2019: a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus. Microcystic elements visualized at the junction zone which could suggest adenomyosis lot number: a78088 manufacture date:2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-nov-2022: the follow information were included lab data, concomitant product, ibuprofen start date updated, new event memory disturbance. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 22-mar-2021. The most recent information was received on 14-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the pain felt by the patient is of a gynecological nature (2015 and 2020)") in a 48 year-old female patient who had essure inserted (lot no. A78088) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bite wound (right finger bite injury to flexor sheath) in 2015, cholecystectomy (laparotomy for bile duct stone) in 1998, appendectomy (simple recovery) in 1982 and oocyte donation (after stimulation), renal colic, polymenorrhagia (requested sterilization), elective abortion (1, with mifegyne and cytotec), multi gravida (3), paracentesis (1980, 1981), tonsillitis, nonsmoker, eye laser surgery and parity 2 (boy on (B)(6) 1997, girl born on (B)(6) 2003). No allergies. No arthralgia or helmet headaches in the past. First menstrual cycle at 13 years old with 20-30-day cycles. Oral contraception age 16 years. Previously administered products included: adepal, miniphase, mercilon, copper iud, spotof, tardyferon and leeloo. The patient had a family history of breast cancer (pmh of breast cancer in family (mother, aunts)), uterine cancer (mother), colon cancer (mother), hemochromatosis (father), type 2 diabetes mellitus (father) and type 1 diabetes mellitus (nephew). As concurrent condition the report mentioned uterine anteflexion (normal volume). Concomitant products included paracetamol since 2022 with 3 previous dosage regimens between and 2021, ibuprofen since 2022 with 3 previous dosage regimens between and (B)(6) 2021, fluvermal (flubendazole) since (B)(6) 2021, zymad (colecalciferol) since (B)(6) 2021, doliprane (paracetamol) since (B)(6) 2021 with a previous dosage regimen since (B)(6) 2020, leeloo (ethinylestradiol;levonorgestrel) since (B)(6) 2013, spasfon [phloroglucinol] since (B)(6) 2013, profenid (ketoprofen) since (B)(6) 2013 and pantoprazole. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain ("possible intolerance to her implants, such as abdominal pain"), dysmenorrhoea ("recurrent intense disabling dysmenorrhea (pain occurring during menstruation) aggravated with time"), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device"), fatigue ("constant worsening fatigue, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type, deep weariness"), arthralgia ("joint pain, in left shoulder, both wrists, both big toes/ diffuse arthralgia") and amnesia ("memory loss / memory troubles (2015 and 2020)"). In 2019 she experienced dyspareunia ("dyspareunia (pain felt during sexual intercourse) aggravated with time"). In 2020 she experienced endometriosis ("small left ovarian endometrioma / intolerance") and asthenia ("asthenia"). In 2021 she experienced uterine cervical pain ("cervical pain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced headache ("helmet headaches"), menstruation irregular ("irregular periods"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("heavy menses, menorrhagia"), vulvovaginal pain ("vaginal pain"), bartholin's cyst ("small centimetric cyst in left bartholin gland"), abdominal discomfort ("heaviness"), pollakiuria ("pollakiuria"), anxiety ("anxiety"), tendonitis ("tendinitis in right wrist"), muscular back pain ("muscular pains in right trapezius muscle"), visual acuity reduced ("diminished visual acuity"), dry eye ("dry eye syndrome"), rash ("cutaneous rash at arms and hands"), aphasia ("trouble finding words, difficulties with organizing interchanging words"), irritability ("personality changes (more irritable)"), depression ("depression / depressive state"), lumbar pain ("lumbar pain") and memory impairment ("memory problems") and was found to have uterine leiomyoma ("a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus"). The patient was hospitalised from (B)(6) 2022 to (B)(6) 2022. The patient was treated with contramal (tramadol hydrochloride) as well as surgery (essure removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2022). At the time of the report, the uterine leiomyoma had resolved and the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia, amnesia and endometriosis had not resolved. The outcomes for dyspareunia, headache, menstruation irregular, intermenstrual bleeding, heavy menstrual bleeding, vulvovaginal pain, bartholin's cyst, abdominal discomfort, pollakiuria, asthenia, anxiety, tendonitis, muscular back pain, visual acuity reduced, dry eye, rash, aphasia, irritability, depression, lumbar pain, memory impairment and uterine cervical pain were unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, anxiety, aphasia, arthralgia, asthenia, muscular back pain, lumbar pain, bartholin's cyst, depression, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, irritability, memory impairment, menstruation irregular, pelvic pain, pollakiuria, rash, tendonitis, uterine cervical pain, uterine leiomyoma, visual acuity reduced and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to amnesia. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Date of the medical expertise: (B)(6) 2022. In 2020: a letter sent to the gynecologist asked for essure¿s removal because of intolerance as there was important dysmenorrhea and onset of endometriosis. In 2022: it was mentioned that 1 week after essure¿s removal, the patient was feeling better. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: for control of the essure coils. Both essure coils visualized. [Blood test] on (B)(6) 2021: biological analysis: level of tin in blood abnormal: 0.89yg/l (n>0.6yg/l). Chromium <0.50 mcg/l (n <1.26 mcg/l). Nickel 0.7 mcg/l (<1.3 mcg/l). [Magnetic resonance imaging abdominal] on (B)(6) 2019: presence of features suggesting adenomyosis. No uterine fibroma and no sign of endometriosis; on (B)(6) 2020: significant diffuse adenomyosis lesions at junction zone with sub endometrial cystic images. The lesions marked at left uterine horn in contact with essure insert. A small centimetric endometrioma found in the left ovary. A small centimetric cyst was present in the left bartholin gland. No deep endometriosis detected [mammogram] on (B)(6) 2019: acr2 type lesion. [Neurological examination] on (B)(6) 2021: generally satisfactory despite that patient presented significant asthenia seen as deep weariness which is responsible for a significant anxiety. [Pathology test] on (B)(6) 2022: removed uterus: disclosed adenomyosis. [Smear test] on (B)(6) 2015: no inflammation, no sign of malignancy; on (B)(6) 2019: no inflammation, no sign of malignancy. [Specialist consultation] on (B)(6) 2019: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on (B)(6) 2020: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on (B)(6) 2020: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on (B)(6) 2021: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state. [Toxicologic test] on (B)(6) 2022: chromium result lower than 0.5 microgram/l (reference general adult population for blood chromium <1.26 g/l) nickel result 0.7 microgram/l (reference general adult population for plasma nickel <1.3 g/l). Tin result 0.11 microgram/l (reference general adult population for total blood tin <0.6 g/l). [Ultrasound pelvis] on (B)(6) 2019: a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus. Microcystic elements visualized at the junction zone which could suggest adenomyosis. Lot number: a78088. Manufacture date: 2012-12. Expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-feb-2023: the following information was added: new lawyer, update of treatment drugs, dyspareunia's start date and new adverse event - cervical pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 15-sep-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the pain felt by the patient is of a gynecological nature') in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (one boy born on (B)(6) 1997 and one girl born on (B)(6) 2003), eye laser surgery, appendectomy and cholecystectomy (laparotomy cholecystectomy for a bile duct stone). No allergies. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("possible intolerance to her implants, such as abdominal pain"), dysmenorrhoea ("recorrent intense dysmenorrhea (pain occurring during menstruation)"), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device"), fatigue ("constant worsening fatigue, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type"), arthralgia ("joint pain, arthralgias were not present before") and amnesia ("memory loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (pain felt during sexual intercourse)"), endometriosis ("small left ovarian endometrioma"), headache ("headaches that were not known before") and menstruation irregular ("irregular periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia, amnesia and endometriosis had not resolved and the dyspareunia, headache and menstruation irregular outcome was unknown. The reporter provided no causality assessment for amnesia and pelvic pain with essure. The reporter considered abdominal pain, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache and menstruation irregular to be related to essure. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2021: the biological analysis results revealed that the level of tin in blood was abnormal. 0.89yg/l (n>0.6yg/l). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-sep-2021: as per follow-up information received, case (B)(4) (legacy device report num (B)(4)) was identified as a duplicate of this case. All the information from deleted case (B)(4) has been transferred to this case. Reporter¿s information, patient¿s initials and date of birth updated; medical history and lab test result added; essure indication added; essure was removed; new events dyspareunia (pain felt during sexual intercourse), small left ovarian endometrioma, headaches that were not known before, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type, and irregular periods were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 28-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the pain felt by the patient is of a gynecological nature') in a 48-year-old female patient who had essure (batch no. A78088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bite wound (right finger bite injury to flexor sheath) in 2015, cholecystectomy (laparotomy for bile duct stone) in 1998, appendectomy (simple recovery) in 1982, parity 2 (boy on (B)(6) 1997, girl born on (B)(6) 2003), eye laser surgery, nonsmoker, tonsillitis, paracentesis (1980, 1981), multi gravida (3), elective abortion (1, with mifegyne and cytotec), prolonged heavy periods (requested sterilization), renal colic and oocyte donation (after stimulation). No allergies. No arthralgia or helmet headaches in the past. First menstrual cycle at 13 years old with 20-30-day cycles. Oral contraception age 16 years. Previously administered products included for an unreported indication: copper iud from 2008 to (B)(6) 2013, miniphase, mercilon, leeloo, spotof, tardyferon and adepal. Concurrent conditions included uterine anteflexion (normal volume). Family history included breast cancer (mother), uterine cancer (mother), colon cancer (mother), hemochromatosis (father), type 2 diabetes mellitus (father) and type 1 diabetes mellitus (nephew). Concomitant products included colecalciferol (zymad) since (B)(6) 2021, ethinylestradiol;levonorgestrel (leeloo) since (B)(6) 2013, flubendazole (fluvermal) since (B)(6) 2021, ibuprofen since (B)(6) 2020, ketoprofen (profenid) since (B)(6) 2013, pantoprazole, paracetamol (doliprane) since (B)(6) 2020 and phloroglucinol (spasfon) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("possible intolerance to her implants, such as abdominal pain"), dysmenorrhoea ("recorrent intense dysmenorrhea (pain occurring during menstruation) aggravated with time"), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device"), fatigue ("constant worsening fatigue, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type, deep weariness"), arthralgia ("joint pain, in left shoulder, both wrists, both big toes") and amnesia ("memory loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (pain felt during sexual intercourse) aggravated with time"), endometriosis ("small left ovarian endometrioma"), headache ("helmet headaches"), menstruation irregular ("irregular periods"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("heavy menses, menorrhagia"), vulvovaginal pain ("vaginal pain"), bartholin's cyst ("small centimetric cyst in left bartholin gland"), abdominal discomfort ("heaviness"), pollakiuria ("pollakiuria"), asthenia ("asthenia"), anxiety ("anxiety"), tendonitis ("tendinitis in right wrist"), myalgia ("muscular pains in right trapezius muscle"), visual impairment ("diminished visual acuity"), dry eye ("dry eye syndrome"), rash ("cutaneous rash at arms and hands"), aphasia ("trouble finding words, difficulties with organizing interchanging words"), irritability ("personality changes (more iritable)"), depression ("depression") and back pain ("lumbar pain") and was found to have uterine leiomyoma ("a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus"). The patient was hospitalized (B)(6) 2022. The patient was treated with tramadol hydrochloride (contramal) and surgery (essure removal by total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia, amnesia and endometriosis had not resolved, the dyspareunia, headache, menstruation irregular, intermenstrual bleeding, heavy menstrual bleeding, vulvovaginal pain, bartholin's cyst, abdominal discomfort, pollakiuria, asthenia, anxiety, tendonitis, myalgia, visual impairment, dry eye, rash, aphasia, irritability, depression and back pain outcome was unknown and the uterine leiomyoma had resolved. The reporter provided no causality assessment for amnesia with essure. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, anxiety, aphasia, arthralgia, asthenia, back pain, bartholin's cyst, depression, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, irritability, menstruation irregular, myalgia, pelvic pain, pollakiuria, rash, tendonitis, uterine leiomyoma, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: for control of the essure coils. Both essure coils visualized. Blood test - on (B)(6) 2021: biological analysis: level of tin in blood abnormal: 0.89yg/l (n>0.6yg/l), chromium <0.50 mcg/l (n <1.26 mcg/l), nickel 0.7 mcg/l (<1.3 mcg/l). Magnetic resonance imaging abdominal - on (B)(6) 2019: presence of features suggesting adenomyosis. No uterine fibroma and no sign of endometriosis; on (B)(6) 2020: significant diffuse adenomyosis lesions at junction zone with sub endometrial cystic images. The lesions marked at left uterine horn in contact with essure insert. A small centimetric endometrioma found in the left ovary. A small centimetric cyst was present in the left bartholin gland. No deep endometriosis detected. Mammogram - on (B)(6) 2019: acr2 type lesion. Neurological examination - on (B)(6) 2021: generally satisfactory despite that patient presented significant asthenia seen as deep weariness which is responsible for a significant anxiety. Pathology test - on (B)(6) 2022: removed uterus: disclosed adenomyosis. Smear test - on (B)(6) 2015: no inflammation, no sign of malignancy; on (B)(6) 2019: no inflammation, no sign of malignancy. Ultrasound pelvis - on (B)(6) 2019: a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus. Microcystic elements visualized at the junction zone which could suggest adenomyosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2022: follow up was received via lawyer. Essure lot number was provided. Events added: heavy menstrual bleeding, intermenstrual bleeding, vaginal pain, fibroma, bartholin's cyst, abdominal discomfort, pollakiuria, asthenia, anxiety, tendinitis, myalgia, visual impairment, dry eye, rash, aphasia, irritability, depression, back pain. Medical history added: nonsmoker, uterine anteversion, oocyte donation, tonsillitis, renal colic, bite injury, family history, menarche, paracentesis, gravida 3, 1 elective abortion, oral contraceptives, iud use. Start date added for previously reported appendectomy, cholecystectomy. Concomitant drugs added. Test results added. Essure was removed on (B)(6) 2022 by hysterosalpingectomy, patient was hospitalized a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 06-apr-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the pain felt by the patient is of a gynecological nature') in a 48-year-old female patient who had essure (batch no. A78088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bite wound (right finger bite injury to flexor sheath) in 2015, cholecystectomy (laparotomy for bile duct stone) in 1998, appendectomy (simple recovery) in 1982, parity 2 (boy on (B)(6) 1997, girl born on (B)(6) 2003), eye laser surgery, nonsmoker, tonsillitis, paracentesis (1980, 1981), multi gravida (3), elective abortion (1, with mifegyne and cytotec), polymenorrhagia (requested sterilization), renal colic and oocyte donation (after stimulation). No allergies. No arthralgia or helmet headaches in the past. First menstrual cycle at 13 years old with 20-30-day cycles. Oral contraception age 16 years. Previously administered products included for an unreported indication: copper iud from 2008 to (B)(6) 2013, miniphase, mercilon, leeloo, spotof, tardyferon and adepal. Concurrent conditions included uterine anteflexion (normal volume). Family history included breast cancer (mother), uterine cancer (mother), colon cancer (mother), hemochromatosis (father), type 2 diabetes mellitus (father) and type 1 diabetes mellitus (nephew). Concomitant products included colecalciferol (zymad) since (B)(6) 2021, ethinylestradiol;levonorgestrel (leeloo) since (B)(6) 2013, flubendazole (fluvermal) since (B)(6) 2021, ibuprofen since (B)(6) 2020, ketoprofen (profenid) since (B)(6) 2013, pantoprazole, paracetamol (doliprane) since (B)(6) 2020 and phloroglucinol (spasfon) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("possible intolerance to her implants, such as abdominal pain"), dysmenorrhoea ("recorrent intense dysmenorrhea (pain occurring during menstruation) aggravated with time"), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device"), fatigue ("constant worsening fatigue, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type, deep weariness"), arthralgia ("joint pain, in left shoulder, both wrists, both big toes") and amnesia ("memory loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (pain felt during sexual intercourse) aggravated with time"), endometriosis ("small left ovarian endometrioma"), headache ("helmet headaches"), menstruation irregular ("irregular periods"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("heavy menses, menorrhagia"), vulvovaginal pain ("vaginal pain"), bartholin's cyst ("small centimetric cyst in left bartholin gland"), abdominal discomfort ("heaviness"), pollakiuria ("pollakiuria"), asthenia ("asthenia"), anxiety ("anxiety"), tendonitis ("tendinitis in right wrist"), muscular back pain ("muscular pains in right trapezius muscle"), visual acuity reduced ("diminished visual acuity"), dry eye ("dry eye syndrome"), rash ("cutaneous rash at arms and hands"), aphasia ("trouble finding words, difficulties with organizing interchanging words"), irritability ("personality changes (more iritable)"), depression ("depression") and lumbar pain ("lumbar pain") and was found to have uterine leiomyoma ("a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus"). The patient was hospitalized from (B)(6) 2022. The patient was treated with tramadol hydrochloride (contramal) and surgery (essure removal by total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia, amnesia and endometriosis had not resolved, the dyspareunia, headache, menstruation irregular, intermenstrual bleeding, heavy menstrual bleeding, vulvovaginal pain, bartholin's cyst, abdominal discomfort, pollakiuria, asthenia, anxiety, tendonitis, muscular back pain, visual acuity reduced, dry eye, rash, aphasia, irritability, depression and lumbar pain outcome was unknown and the uterine leiomyoma had resolved. The reporter provided no causality assessment for amnesia with essure. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, anxiety, aphasia, arthralgia, asthenia, bartholin's cyst, depression, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, irritability, menstruation irregular, muscular back pain, pelvic pain, pollakiuria, rash, tendonitis, uterine leiomyoma, visual acuity reduced, vulvovaginal pain and lumbar pain to be related to essure. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: for control of the essure coils. Both essure coils visualized. Blood test - on (B)(6) 2021: biological analysis: - level of tin in blood abnormal: 0.89yg/l (n>0.6yg/l). - chromium <0.50 mcg/l (n <1.26 mcg/l). -nickel 0.7 mcg/l (<1.3 mcg/l). Magnetic resonance imaging abdominal - on (B)(6) 2019: presence of features suggesting adenomyosis. No uterine fibroma and no sign of endometriosis; on (B)(6) 2020: significant diffuse adenomyosis lesions at junction zone with sub endometrial cystic images. The lesions marked at left uterine horn in contact with essure insert. A small centimetric endometrioma found in the left ovary. A small centimetric cyst was present in the left bartholin gland. No deep endometriosis detected. Mammogram - on (B)(6) 2019: acr2 type lesion. Neurological examination - on (B)(6) 2021: generally satisfactory despite that patient presented significant asthenia seen as deep weariness which is responsible for a significant anxiety. Pathology test - on (B)(6) 2022: removed uterus: disclosed adenomyosis. Smear test - on (B)(6) 2015: no inflammation, no sign of malignancy; on (B)(6) 2019: no inflammation, no sign of malignancy. Ultrasound pelvis - on (B)(6) 2019: a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus. Microcystic elements visualized at the junction zone which could suggest adenomyosis. Lot number: a78088. Manufacture date:2012-12. Expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2022: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number:(B)(4) on 22-mar-2021. The most recent information was received on 29-sep-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the pain felt by the patient is of a gynecological nature (2015 and 2020)"), medical device removal ("device has been removed several years ago") and asia syndrome ("asia syndrome") in a 48 year-old female patient who had essure inserted (lot no. A78088) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bite wound (right finger bite injury to flexor sheath) in 2015, cholecystectomy (laparotomy for bile duct stone) in 1998, appendectomy (simple recovery) in 1982 and oocyte donation (after stimulation), renal colic, polymenorrhagia (requested sterilization), elective abortion (1, with mifegyne and cytotec), multi gravida (3), paracentesis (1980, 1981), tonsillitis, nonsmoker, eye laser surgery and parity 2 (boy on (B)(6) 1997, girl born on (B)(6) 2003). No allergies. No arthralgia or helmet headaches in the past. First menstrual cycle at 13 years old with 20-30-day cycles. Oral contraception age 16 years. Previously administered products included: adepal, miniphase, mercilon, copper iud, spotof, tardyferon and leeloo. The patient had a family history of breast cancer (pmh of breast cancer in family (mother, aunts)), uterine cancer (mother), colon cancer (mother), hemochromatosis (father), type 2 diabetes mellitus (father) and type 1 diabetes mellitus (nephew). As concurrent condition the report mentioned uterine anteflexion (normal volume). Concomitant products included paracetamol since 2022 with 3 previous dosage regimens between and 2021, ibuprofen since 2022 with 3 previous dosage regimens between and 15-apr-2021, fluvermal (flubendazole) since 15-apr-2021, zymad (cholecalciferol) since 15-apr-2021, doliprane (paracetamol) since 15-apr-2021 with a previous dosage regimen since 06-jan-2020, leeloo (ethinylestradiol;levonorgestrel) since 23-dec-2013, spasfon [phloroglucinol] since 23-dec-2013, profenid (ketoprofen) since 23-dec-2013 and pantoprazole. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain ("possible intolerance to her implants, such as abdominal pain"), dysmenorrhoea ("recurrent intense disabling dysmenorrhea (pain occurring during menstruation) aggravated with time"), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device"), fatigue ("constant worsening fatigue, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type, deep weariness"), arthralgia ("joint pain, in left shoulder, both wrists, both big toes/ diffuse arthralgia") and amnesia ("memory loss / memory troubles (2015 and 2020)"). In 2019 she experienced dyspareunia ("dyspareunia (pain felt during sexual intercourse) aggravated with time"). In 2020 she experienced endometriosis ("small left ovarian endometrioma / intolerance") and asthenia ("asthenia"). In 2021 she experienced uterine cervical pain ("cervical pain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced headache ("helmet headaches"), menstruation irregular ("irregular periods"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("heavy menses, menorrhagia"), vulvovaginal pain ("vaginal pain"), bartholin's cyst ("small centimetric cyst in left bartholin gland"), abdominal discomfort ("heaviness"), pollakiuria ("pollakiuria"), anxiety ("anxiety"), tendonitis ("tendinitis in right wrist"), muscular back pain ("muscular pains in right trapezius muscle"), visual acuity reduced ("diminished visual acuity"), dry eye ("dry eye syndrome"), rash ("cutaneous rash at arms and hands"), aphasia ("trouble finding words, difficulties with organizing interchanging words"), irritability ("personality changes (more irritable)"), depression ("depression / depressive state"), lumbar pain ("lumbar pain"), memory impairment ("memory problems"), asia syndrome (seriousness criterion medically important) and musculoskeletal pain ("muscular pain and articular pain"), was found to have uterine leiomyoma ("a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus") and underwent medical device removal (seriousness criterion intervention required). The patient was hospitalised from (B)(6) 2022. The patient was treated with contramal (tramadol hydrochloride) as well as surgery (essure removal by total hysterectomy and bilateral salpingectomy on (B)(6) 2022 and essure removal). At the time of the report, the uterine leiomyoma had resolved and the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia, amnesia and endometriosis had not resolved. The outcomes for dyspareunia, headache, menstruation irregular, intermenstrual bleeding, heavy menstrual bleeding, vulvovaginal pain, bartholin's cyst, abdominal discomfort, pollakiuria, asthenia, anxiety, tendonitis, muscular back pain, visual acuity reduced, dry eye, rash, aphasia, irritability, depression, lumbar pain, memory impairment, uterine cervical pain, asia syndrome and musculoskeletal pain were unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, anxiety, aphasia, arthralgia, asia syndrome, asthenia, muscular back pain, lumbar pain, bartholin's cyst, depression, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, irritability, medical device removal, memory impairment, menstruation irregular, musculoskeletal pain, pelvic pain, pollakiuria, rash, tendonitis, uterine cervical pain, uterine leiomyoma, visual acuity reduced and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to amnesia. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Date of the medical expertise: 21-sep-2022 in 2020: a letter sent to the gynecologist asked for essure¿s removal because of intolerance as there was important dysmenorrhea and onset of endometriosis. In 2022: it was mentioned that 1 week after essure¿s removal, the patient was feeling better. Experts consider that although device has been removed several years ago, asia syndrome could last for 15 to 20 years once the immune response of the body has been initiated by metal ions which would still be present in the body. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on 24-mar-2014: for control of the essure coils. Both essure coils visualized [blood test] on 26-apr-2021: biological analysis: - level of tin in blood abnormal: 0.89yg/l (n>0.6yg/l) - chromium <0.50 mcg/l (n <1.26 mcg/l) -nickel 0.7 mcg/l (<1.3 mcg/l) [magnetic resonance imaging pelvic] on 02-dec-2019: presence of features suggesting adenomyosis. No uterine fibroma and no sign of endometriosis; on 20-may-2020: significant diffuse adenomyosis lesions at junction zone with sub endometrial cystic images. The lesions marked at left uterine horn in contact with essure insert. A small centimetric endometrioma found in the left ovary. A small centimetric cyst was present in the left bartholin gland. No deep endometriosis detected [mammogram] on 26-nov-2019: acr2 type lesion [neurological examination] on 28-apr-2021: generally satisfactory despite that patient presented significant asthenia seen as deep weariness which is responsible for a significant anxiety [pathology test] on 20-jan-2022: removed uterus: disclosed adenomyosis [smear test] on 21-jul-2015: no inflammation, no sign of malignancy; on 20-sep-2019: no inflammation, no sign of malignancy [specialist consultation] on 20-sep-2019: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on 06-jan-2020: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on 25-sep-2020: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state; on 15-apr-2021: visits at general practitioner for intense disabling dysmenorrhea, diffuse arthralgia, headache, memory problems, asthenia, depressive state [toxicologic test] on 18-nov-2022: chromium result lower than 0.5 microgram/l (reference general adult population for blood chromium <1.26 g/l) nickel result 0.7 microgram/l (reference general adult population for plasma nickel <1.3 g/l) tin result 0.11 microgram/l (reference general adult population for total blood tin <0.6 g/l) [ultrasound pelvis] on 26-nov-2019: a small partially submucosal fibroma of 4mm diameter in anterior isthmus of uterus. Microcystic elements visualized at the junction zone which could suggest adenomyosis lot number: a78088 manufacture date:2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: upon internal review we found that this case is duplicate of (B)(6) all data transfer from this(B)(6) case to this (B)(6) case. Legacy device report no 2951250-2023-02877. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 15-sep-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the pain felt by the patient is of a gynecological nature') in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (one boy born on (B)(6) 1997 and one girl born on (B)(6) 2003), eye laser surgery, appendectomy and cholecystectomy (laparotomy cholecystectomy for a bile duct stone). No allergies. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("possible intolerance to her implants, such as abdominal pain"), dysmenorrhoea ("recorrent intense dysmenorrhea (pain occurring during menstruation)"), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device"), fatigue ("constant worsening fatigue, tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type"), arthralgia ("joint pain, arthralgias were not present before") and amnesia ("memory loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (pain felt during sexual intercourse)"), endometriosis ("small left ovarian endometrioma"), headache ("headaches that were not known before") and menstruation irregular ("irregular periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia, amnesia and endometriosis had not resolved and the dyspareunia, headache and menstruation irregular outcome was unknown. The reporter provided no causality assessment for amnesia and pelvic pain with essure. The reporter considered abdominal pain, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache and menstruation irregular to be related to essure. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2021: the biological analysis results revealed that the level of tin in blood was abnormal. 0.89yg/l (n>0.6yg/l). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-dec-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("intense dysmenorrhea"), adenomyosis ("adenomyosis diagnosed linked to medical devices"), fatigue ("constant worsening fatigue"), arthralgia ("joint pain") and amnesia ("memory loss"). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, adenomyosis, fatigue, arthralgia and amnesia had not resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, arthralgia, dysmenorrhoea, fatigue and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.